Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic type reactions"). The patient was treated with surgery (total hysterectomy in (B)(6) 2016.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, mood disorder, heartburn, cholelithiasis, insomnia, chest pain, gallbladder operation, hernia repair, knee operation and smoker (she does continue to smoke). Previously administered products included for depression: fluoxetine; for an unreported indication: depo shot. Concurrent conditions included morbid obesity and chronic lumbago. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic type reactions"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and mood swings ("mood swings"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, hypersensitivity, depression, migraine, headache, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea, abdominal pain and mood swings had resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: one coil wasn't in far enough placed two coils in one fallopian tube. ((B)(6)2013). Per mr: patient states that ever since she had the essure coils placed back in 2013, she has had problems with pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.6 kg/sqm. Hysterosalpingogram - in october 2013: total bilateral occlusion / tubes were blocked ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, depression and migraine headaches." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "one coil wasn't in far enough: placed two coils in one fallopian tube". The patient's medical history included migraine headache, mood disorder, heartburn, cholelithiasis, insomnia, chest pain, gallbladder operation, hernia repair and knee operation. Previously administered products included for depression: fluoxetine; for an unreported indication: depo shot. Concurrent conditions included morbid obesity, smoker (she does continue to smoke) and chronic lumbago. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic type reactions"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine hydrochloride (prozac), tramadol and surgery (total vaginal hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and mood swings had resolved, the hypersensitivity, depression, migraine, headache, dyspareunia, weight increased and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: one coil wasn't in far enough placed two coils in one fallopian tube.(B)(6) 2013). Per mr: patient states that ever since she had the essure coils placed back in 2013, she has had problems with pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion / tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, depression and migraine headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received- new event one coil wasn't in far enough: placed two coils in one fallopian tube was added. Outcome of pelvic pain updated to recovered / resolved. Outcome of fatigue updated to recovering / resolving. Concomitant and treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic type reactions"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, depression, migraine, headache, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the dysmenorrhoea, abdominal pain and mood swings had resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: one coil wasn't in far enough placed two coils in one fallopian tube. (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.6 kg/sqm. Hysterosalpingogram - in october 2013: total bilateral occlusion / tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "depression, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, abdomen pain, mood swings" were added. Product explant date was updated. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.